Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance out of range. The trend has not been increasing and the measurement is back within normal limits. Technical services (ts) recommended bringing the patient into the office to reset the alert, increase the threshold and continue to monitor. This rv lead remains in service. No adverse patient effects were reported.